Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 161 and 169mg/dl using true metrix meter. The product is stored in the living room. The test strip lot manufacturer's expiration date is 08/13/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that he has not made any recent changes in his diet, exercise regimen, or medication. The customer is testing once a day (fasting) and is taking medication for his diabetes (metformin).